Event description:
Caller states that the pt tested 386 mg/dl on the device while a lab drawn within 10 minutes returned as 145 mg/dl. An add'l comparison reported that the device read 94mg/dl and 34mg/dl within 10 minutes on the same device. Caller states that based on the result of 34 mg/dl, the pt was given 20 ml of d50 per facility policy. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.